Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The noise was reproducible during this follow up. Programming changes were made. The patient was in stable condition.